Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the technician noticed the intraocular lens (iol) was scratched when removing it from the package. There was no patient contact. The doctor used another iol to complete the procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/15/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. Lens was dirty and it showed some traces of ophthalmic viscosurgical devices (ovd) residue on both sides of the lens surface. Visual inspection at 12x microscope magnification was performed and shows a deep scratch on the posterior side of the lens. The customer's reported complaint was confirmed. However, any cosmetic issues such as a deep scratch on the lens optic would have been rejected during manufacturing cosmetic inspection. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.